Manufacturer narrative:
(B)(4). D10 ¿ medical product: femur cemented posterior stabilized (ps) catalog # 42500606601, lot # 64912980. Articular surface fixed bearing constrained posterior stabilized (cps) catalog # 42512600912, lot # 64444968. All-poly patella catalog # 42540200035, lot # 64874865. Unknown cement catalog # unknown, lot # unknown. H3: customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 3007963827-2023-00167 3007963827-2023-00169 0002648920-2023-00126 h3 other text : remains implanted.

Event description:
It was reported patient underwent manipulation under anesthesia two months post implantation due to arthrofibrosis. Attempts to obtain additional information have been made; however, no more is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Arthrofibrosis is defined as the development of fibrous scar tissue within or surrounding a joint. Arthrofibrosis is a known postoperative procedure related complication that can occur from surgical implantation of new joint replacement as well as from previous injuries or surgical procedures. Scar tissue formation is a normal healing response; however, the buildup of such can result in pain, stiffness, limited range of motion, and difficulty properly ambulating. If excess scar tissue develops, conservative measures such as exercises or physical therapy would be attempted first. If these attempts fail, surgical intervention such as manipulation under anesthesia, arthroscopic arthrolysis, or open arthrotomy would become necessary to remove the fibrous tissue and restore joint function. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.